Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving morphine (25 mg/ml at 4.002 mg/day) via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. The patient reported that since (B)(6) 2021 he had been having symptoms of fever, withdrawal/underdose, and was tired. Per the hcp, the patients vitals were stable, but he was not feeling well. The hcp interrogated the pump and there were no alerts or alarms. The patient stated that he had no falls or trauma. He had been working during the day and doing his normal routine. The hcp pulled the logs during the call and there were no events since the last refill programming steps on (B)(6) 2021 and the pump was expected to have 14.7 ml. Additional information was received from the hcp stated caller stated that, "I'm the doctor who is handling this pump and I have not found the answer to the problem so I need to talk to an md or a person who knows better than me." Caller expressed concern that the pump logs showed no issues yet his patient was in withdrawal. Caller said of the pump, "suddenly it went kaput" and the patient ended up in ICU for 3 days and then was discharged. "They just gave him morphine and he was okay. Since then we have turned the pump down to low flow or the minimum." Caller stated that he did an MRI of the thoracic spine which showed it was completely normal, no granuloma or other issues. Caller confirmed that he had not yet checked the pump reservoir volume to see if it matched what is expected nor has he done a catheter dye study. Caller expressed his opinion that this pump is not working. Caller stated he has no additional information to provide regarding this event.